Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's mother reported that her daughter had to be taken to the ER in two incidents where the tampon had to be removed by the gyn and noticed that the string was missing. Consumer was experiencing cramps and abdominal pain. Consumer was prescribed with antibiotics. Consumer stated she is doing well with no current health issues.